Event description:
The customer reported via phone call that the insulin pump alarmed button error and that she experienced high blood glucose. The customer's blood glucose was 255 mg/dl. The customer stated that she went to bolus for high blood glucose after exercising and noted that the keys were unresponsive. She stated that the keypad issue was not resolved by a battery change, after which the device alarmed button error. She stated that she had had the insulin pump in her bra while working out, so the insulin pump may have been exposed to sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.